Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: (B)(4) captures the 1st event of 'the customer claims, that they have used the suture item no y293h, and sutures has broken several times, resulting in herniation in 2 cats.' (B)(4) was created to capture the 2nd event. Please provide an answer for each event: - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Post-op - how many devices demonstrated the alleged deficiency? 2 devices. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6).

Event description:
It was reported an animal underwent an unknown veterinary procedure on an unknown date and suture was used. Post-op, the suture breaks, and the wounds reopen. Additional information was requested.